Manufacturer narrative:
The device was evaluated at insulet. Thought no malfunction could be identified with the pod, a hazard alarm during operation was noted during the review of the pod data. The following warning is provided in the omnipod user guide (14421-aw rev d), page 125. When a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm; deactivate and remove the active pod (see chapter 5, using the pod); activate and apply a new pod (see chapter 5, using the pod). We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide, page 96, provides the following warning "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level reached 900 mg/dl while wearing the pod between 4 and 24 hours. The patient was hospitalized due to the reported hyperglycemia. She was treated with insulin drip, fluids, antibiotics and nausea medication.